Event description:
Additional information indicated that the device was removed and returned due to normal battery depletion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they stopped using their spinal cord stimulator(scs) about a year ago and stopped charging their scs because their pain symptoms were being treated by medication. Pt said they were not taking the medication any longer and their pain symptoms returned about a month ago. Pt then tried to charge their implanted neurostimulator(ins) and noticed the ins would not charge at all. Pt said they could not feel their therapy on their right side and could not turn their therapy on. Pt said they got a lot of injections in a lot of places yesterday and a couple of nerves in the buttocks did not get injections. Pt said they spoke to a mdt rep.(name, asked/unknown) via phone earlier today about the issue. During the call, the pt got the reposition the antenna screen on their recharger. Patient services specialist(pss) explained over discharge to the pt. The patient was redirected to their healthcare provider to further address the issue. Pt said they would call the mdt rep. Back and would try to see their hcp before their scheduled appointment on (B)(6) 2022. Pt said their hcps were dr. Fog and dr. Wailing. Patient's hcp the patient did not know the cause of the charging issues and return of pain. The patient did not take any steps to resolve the issue and were okay right now. The patient was going to call if they had more issues.